Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-13937. Clarification to e1 country: patient resides in the (B)(6). Their original implant and explant surgery occurred in germany. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "seroma-late" and "capsular contracture" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid build-up"; capsular contracture, baker grade IV.

Event description:
Patient reported mentioned the recall and later reported "pain", "fluid build-up around the right implant", and "I have pathology results from fluid." Healthcare professional later reported right side "pain, capsular contracture baker grade IV". Device has been explanted.